Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the completion of left ventricular (lv) lead placement and confirmation of adequate pacing function, the catheter was slit with the slitter. During the slitting, the hub and proximal portion of the catheter separated from the distal portion approximately from the proximal end. In absence of a hub the remainder of the catheter had to be slit manually to complete the removal of the multipurpose from over the lead. This was accomplished without disturbing the lv lead position and therefore there was no consequence for the overall case time or to the patient. No patient complications have been reported as a result of this event.